Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr03aa implantable pulse generator, (B)(6) 2007; 4068-58 implantable pacing lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited decreased impedance which now measured at a low impedance value. The ra lead was explanted and was replaced. It was also reported that the right ventricular (rv) lead demonstrated elevated threshold values. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.